Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2168780. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Due to customs law in china, used or opened medical devices cannot be imported into the country. Photographs of the affected device were taken and submitted to our team of engineers in suzhou. The return photos did not display observable damage to the threading on either the male or female component. Additionally, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately based on the available information, our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the cap was not properly attached. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: during my tpv infusion, at home in my bed, I suddenly noticed that my arm was getting wet and I saw blood "flowing" through the gauze. In a short time, a good portion of my bed (mattress, sheet and quilt) and clothes were soaked. How much blood I lost, of course, I don't know. Fortunately, my wife was at home cutting away the bandages. Then we saw the cause: the cap of the y adapter was lost, presumably because it had not been attached.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the cap was not properly attached. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: during my tpv infusion, at home in my bed, I suddenly noticed that my arm was getting wet and I saw blood "flowing" through the gauze. In a short time, a good portion of my bed (mattress, sheet and quilt) and clothes were soaked. How much blood I lost, of course, I don't know. Fortunately, my wife was at home cutting away the bandages. Then we saw the cause: the cap of the y adapter was lost, presumably because it had not been attached.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.